Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with description very small amount of steam come out from the back of the device. It may be from the co2 tank. They didn¿t proceed to use the device. Opened a new one to complete the surgery. Additional information has been requested.